Event description:
The male pt received two 2.5 x 08mm cypher select plus stents in the pda, and a 3.5 x 13mm cypher select plus stent in the mid rca. During the procedure, there was occlusion of a branch within the stented area in the mid rca. The site related this to the 3.5 x 13 mm cypher select plus stent. Post procedure, the pt had elevated cardiac enzymes.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.